Event description:
Customer's friend reported she replaced the battery for her insulin pump and when she screwed the cap back on it became stuck. Customer's blood glucose was 204 mg/dl. She stated she has the flu and she treated with the device. Customer was unable to remove the battery cap with a screwdriver or quarter. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Device received with stripped battery cap coin slot, cracked battery tube threads, and scratched lcd window.